Manufacturer narrative:
The device was discarded by the user facility. Based on the information provided there is no evidence of a device malfunction. The cause of the reported device cannot be determined. However, the vascular closure system (vascade vcs) instructions for use models (700-500dx and 700-580i5f and 6/7f0) states" hematoma is a known complications that may occur and may be related to the endovascular procedure or the vascular closure."

Event description:
The patient underwent an interventional arterial procedure in which the vascade 6/7f vascular closure device was utilized. Heparin was administered during the procedure. Ultrasound guidance confirmed proper disc placement against the arteriotomy site prior to collagen deployment. In recovery, a hematoma was noted at the access site. Despite applying manual pressure, the hematoma did not resolve, and surgical intervention was required.